Manufacturer narrative:
The reporter's test strips were requested for investigation. The reporter's test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 2.8 inr, qc 2: 2.7 inr, and qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Medwatch field occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received a questionable result when testing with coaguchek xs meter serial number (B)(4). At 8:26 a.m., a sample from the patient was tested using the meter, resulting in a value of 7.5 inr. Within 1 hour of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 4.7 inr. The patient was asked to hold warfarin dosage for one day and then resume normal dosage based on the laboratory value of 4.7 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is bi-weekly or as needed based on whether her inr results are outside of the therapeutic range.